Event description:
It was reported that a user experienced increased dinner meal insulin announcements up to 10 units versus usual 7 units, which the endocrinologist believed contributed to nocturnal hypoglycemia; a factory reset and setup were performed with insulin delivery resumed. Symptoms included low blood glucose requiring treatment with oral glucose. Outcomes included transient hypoglycemia without hospitalization. Investigation included customer support troubleshooting and device setup assistance. Investigation of this case revealed no confirmed device malfunction and the cause of the hypoglycemia remained unclear. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
Initial.